Event description:
The consumer indicated that her tampon was uncomfortable so she removed it. Upon removal she noticed black spots which appeared to me mold. She indicated that shortly after she developed a yeast infection.